Manufacturer narrative:
The tech found the brake rod moved out of the left foot caster due to a broken sims screw in the foot end brake rod. He replaced the foot end brake rod and sims screw to repair the stretcher.

Event description:
Info received indicates the left foot end caster is not going into the brake position.